Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device did not provide defibrillation shock after the device displayed a 'shock advised' message. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was provided.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient record was retrieved from the device, which indicated that there was patient involvement during the reported event. It also indicated that the event occurred on (B)(6) 2019.section a1, b3 and h6 have been updated. Physio-control archived the device. A root cause of the reported could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device did not provide defibrillation shock after the device displayed a 'shock advised' message. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was provided.